Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when the balloon was sent to the lesion, it was noted that the device could not be inflated. After withdrawal, the balloon was found ruptured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).